Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. In 2000, the pt experienced morphine overdose due to a pocket fill after the pump's septum was missed on refill. The pt was hospitalized. Pt rec'd narcan and recovered. The pump was turned off per pt's request but has not been explanted.